Manufacturer narrative:
Permeability test: the investigation showed that the progav 2.0 with peritoneal catheter is not permeable. To verify which of the two components caused to the non-permeability, both components were individually tested for permeability. The investigation showed that the progav 2.0 is permeable, however, the peritoneal catheter is not visual inspection: visual inspection revealed the following: - after opening the kink protection, a twisting of the peritoneal catheter could be detected. Result: based on our examination results, we can determine non-permeability of the peritoneal catheter. The cause of this is the detected twisting on the catheter under the kink protection. Every catheter is tested 100% for permeability. The fact that a blockage of this type was not detected can only be attributed to an individual error. We have initiated measures that will prevent a recurrence of such a case in the future. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx417t) was to be implanted during a procedure performed on (B)(6), 2023. According to the complainant, the valve could not be filled before use. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported.